Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction could not be determined. The user may detect the event by handling the device according to the following IFU (instruction for use). - inspection of the endoscope. The user may prevent occurrence of the event by handling the device according to the following IFU (instruction for use). - using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited burnt plastic distal end cover. There were no reports of patient involvement.